Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose level. The blood glucose level of customer was 2.2 mmol/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that the auto mode feature was active at the time of incident. The insulin pump had post reset ram crc alarm customer was able to clear the alarm and rewind the insulin pump. The alarm occurred immediately after battery change. The device will not be returned for analysis.